Event description:
Customer complaint (recalled product): I bought this on (B)(6), 2020 and have been very pleased with it. I just discovered the power cord is fraying close to where it plugs into the pad.